Event description:
It was reported that the customer experienced a past high blood glucose event, with the exact value displayed as "high" and the cause unknown. The customer administered a correction bolus via the pump, and the control iq feature was active at that time. No frequent or recurring high blood glucose levels were noted. Technical support recommended the customer consult with a healthcare provider to discuss factors affecting their blood glucose levels, and the customer acknowledged this advice.